Manufacturer narrative:
The insulin pump was received with no vibration due to broken vibrator black wire. The insulin pump passed the displacement test, operating currents test, off no power test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, priming test and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip.

Event description:
Customer reported via phone call vibrator anomaly on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for vibrator anomaly was performed. Customer advised the device stopped vibrating after bolus delivery about a week ago. Customer advised the vibrate feature was turned on and there was no low battery. Customer was assisted with placing a new battery inside the device and a self-test was performed. Customer advised the device did not vibrate during the vibrate test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.